Event description:
Pt had a perforated bowel after a colonoscopy. Potentially it is thought the polyp snare used could have caused the perforation. The snares have been returned to the co for evaluation.